Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the finished product electronic lot history record (elhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is listed in the otw omnilink elite instructions for use as a known potential complication associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an iliac artery. An omnilink elite stent was implanted 4 years ago (exact date was not provided). Four years after implant, the patient was claudicant and in-stent restenosis was confirmed. An unspecified stent was used as treatment. There was no adverse patient sequela reported.